Manufacturer narrative:
Covidien reference (B)(4). Ventilator is a 9.4 gui display and covidien is no longer providing service. Customer requested end of life letter. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had a vent inop condition with safety valve open message. The ventilator was not in use on a patient at the time the malfunction occurred.